Event description:
It was reported that during a lung resection, the device fired malformed staples. Additional sutures were used to complete the procedure. There was no adverse consequence to the patient.